Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause and patient outcome were not reported. The patient was hospitalized on an unreported date and was treated with vancomycin (2 grams) and fortum for the event . Pd therapy was ongoing. No additional information is available.